Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One used contaminated sample was provided for evaluation. Due to the sample's condition, the blood in the tubing could not be flushed out to evaluate the leakage defect. Upon visual inspection of the returned sample, blood was observed on both inside and outside the tubing. However, the source of the blood outside of the tubing was unable to be determined. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description this is the blood tubing that was reported leaking. Detailed inquiry description I have a product complaint to report today. This is the blood tubing that was reported leaking. It's covered in clotted blood, so I did not take photos or investigate where the exact leak was. Describe the event or problem (please provide as much detail as possible): towards end of exchange transfusion, we noticed the blood tubing that connects to the blood warmer cartridge seemed to have a slow leak.